Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-jun-2018 with the following findings: during the investigation, a review of the black box showed no evidence of a short battery life. A ¿cs128¿ alarm occurring due to a stuck vp at 1.34 for 7 hours was recorded on (B)(4) 2018. The battery compartment and cap were undamaged and able to fit. The pump¿s ¿ez-prime¿ steps were performed correctly, and all currents readings were within specification. Investigators were unable to duplicate the ¿short battery life¿ complaint. The pump¿s cover was removed, and no intermittent condition was found to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.